Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was confirmed the device has loose latch poor connection and bent pins.the most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited loose latch poor connection and bent pins. There was no patient involvement.